Manufacturer narrative:
Exportapce is not marketed in the us however it is considered the same as the us marketed product exportap. If information is provided in the future, a supplemental report will be issued.

Event description:
An export advance ce was intended to be used to treat a lesion in the renal artery. There was no damage noted to the device packaging. The device was removed from the packaging per IFU. The device was inspected before use. The device was prepped per IFU. Resistance was not encountered when advancing the device. It is reported that there was damage to the tip portion of the device. The tip portion was unable to be observed under fluoroscopy. It is reported that there was a possibility of fracture/detachment of the device tip. It is indicated that during removal the wire became stuck and the radiopaque marker came off via the wire lumen or it may have come off the aspiration catheter when the wire was stuck. The radiopaque marker was not found.

Manufacturer narrative:
Additional information: the device was being used to treat a thrombus in the left renal artery. Thrombus aspiration was performed by penetrating the occlusion section with the export advance. Thrombus was aspirated in bifurcated part between the cranial branch of dorsal branch and cranial branch of ventral branch, but it failed in performing the thrombus aspiration in bifurcated part of caudal branch of ventral branch and caudal branch of dorsal branch. It was suspected that the marker was peeling from the lumen side and not damaged from the outside, therefore damage could not be confirmed from the surface. It is indicated that due to the amount of aspiration performed it is possible that the wire inside the guide catheter became dry. It is indicated that during removal the wire was dry and became stuck and the radiopaque marker came off via the wire lumen due to it being pulled out forcefully. Since removal of the wire was performed outside the patient's body it was considered that it was unlikely that the marker was left in the patient's body. The combined wire had been discarded and it was not possible to confirm whether the marker remained on the wire or not. Product analysis: the marker band was not present. Visual inspection detected minor damage to the proximal section of the catheter wire lumen, near the very end of it, the catheter exhibited some residual blood in the wire lumen, specifically the tip. Physical measurements show the device meets specification. A .015¿ pin gauge was inserted at the tip of the wire lumen; the marker band was not present nevertheless tip was found without defect. The tip has the mark of the marker band, the section of the marker band was evaluated with a microscope to detect the presence of the marker band, the section was squeezed or pressed, the plastic collapsed softly indicating that the marker band was not present. No tip detachment noted but missing the marker band. During testing of the wire lumen, a .014¿ guide wire was back loaded into the wire lumen and the wire exited through the proximal exit port without resistance. The wire used during the case was not returned. Cine image analysis: cine images provided indicate an occluded vessel and presence of thrombus indicative of some degree of anatomy issues that could have contributed to the reported event. If information is provided in the future, a supplemental report will be issued.